Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level ranged from 380 mg/dl to "high" on the continuous blood glucose monitor. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.